Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hypoglycemia after announcing a meal at a glucose of approximately 74 mg/dl while eating a low-carbohydrate meal, then later experienced hyperglycemia with rapid rise after detaching to shower and inadvertently initiating a change cartridge and tubing sequence, which rewound the pump and interrupted insulin delivery until fill tubing was completed and drops were observed. Symptoms included low blood glucose in the 60s without loss of consciousness and subsequent hyperglycemia up to 298 mg/dl. Outcomes included transient loss of glycemic control without medical intervention, ketone testing, or hospitalization. Investigation included technical support troubleshooting, guided completion of fill tubing, and confirmation that insulin delivery resumed after reconnection. Investigation of this case revealed user-initiated interruption of insulin delivery due to improper execution of the change cartridge and tubing sequence, consistent with use error and device functioning as designed once proper steps were completed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to pump handling and meal announcement timing.